Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a procedure for persistent atrial fibrillation with a preface sheath where the hemostatic valve ruptured. During the procedure, the hemostatic valve ruptured. No patient consequences were reported. Multiple attempts were made to obtain additional information regarding this complaint, but none has been made available. A ruptured hemostatic valve presents a potential risk to the patient, making this event MDR reportable.

Manufacturer narrative:
On 10/25/2017, bwi became aware that the lot number of this device is 17648922. The device history record (DHR) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/29/2017, a device history record review was performed for the complaint device. As a result, the manufacturing date, expiration date and UDI fields have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).